Event description:
As stated by the customer 2010-(B)(6): the nurse intended to raise the pt out from the bath tub. After she started to raise, one of the hooks from the spreader bar cracked. The pt was still in the water. There were no reported injuries to the pt. (B)(4).

Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices mfg by arjo hosp equipment ab in (B)(4) will be reported by us, the legal MFR, arjo hosp equipment ab in (B)(4) on behalf of our sales and distribution company in (B)(4). Additional info will be provided upon conclusion of the MFR's investigation. Track wise ID.